Event description:
The facility representative contacted baxter to report that an infusor had the reservoir ruptured. The event occurred during patient use. The device was filled with fentanyl citrate and saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation im-CAPA-(B)(4). A batch review has been performed. All release criteria have been met for the production of this lot.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.